Event description:
Physician placed plastic obturator into suction coagulator to bend coagulator. While bending the coagulator, it snapped less than 1mm above white hand piece exposing the metal cannulated inner liner.what was the original intended procedure?tonsillectomy & adenoidectomy.device #1is this a laboratory device or laboratory test?no.